Event description:
It was reported that when the device was used during an unknown procedure, the device quit working and emitted a solid tone. Another handpiece was used to complete the case. There was no consequence to the pt.